Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1110, awareness date 01-sep-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2006. She reported that she had essure placed and stated that, with her diabetes the nonsurgical option was the best. She regretted her decision every day after that. According to her, she went to multiple doctors who said essure could not be the problem. So she carried on with the pain, weight gain, lethargy, brain fog, fatigue, heavy bleeding, rashes, more pain, leg pain and back pain. Then the psychological effects: not being able to work, help with dinners many nights or even get out of bed. She felt poisoned, just sick in every inch of her body and she was barely in her (B)(6). In addition, consumer informed that she had multiple cayvscans (as reported, understood as cat scans) and mris (magnetic resonance imaging) with no answers, they said they appear to be in the right place so they could not be affecting her. In 2015, she had a hysterectomy. She had cervical cancer removed and has had infections since surgery and was still in so much pain in her back and groin due to these. Not to mention the bloating (the ever pregnant look that feels so shameful, the looks and questions when your baby is 8 and you look like your still pregnant). Consumer also reported headaches, ringing in her ears, vertigo, and metallic taste in mouth every day. She had two splinters in her body for 9 years that she felt every single day, all the time; and stated that she wanted to take a knife to her self and get them out. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had heavy bleeding (interpreted as genital bleeding) and pain. She made several exams including MRI, cat scan that showed inserts were in place. After nine years, she had a hysterectomy and a cervical cancer removed. She had infections (interpreted as pelvic infections) after surgery. The unspecified pain is serious due to a possible required intervention. The genital bleeding, cervical cancer and pelvic infections are serious due to their medical importance. All events but cervical cancer are listed in the reference safety information for essure. In this particular case, all these events occurred during essure use. Although the temporal relationship is compatible, considering the nature of these events and localized action of essure, the pain and genital bleeding are assessed as related. However, the cervical cancer and the pelvic infection from hysterectomy performed probably due to the cervical cancer are assessed as unlikely related to essure. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had heavy bleeding (interpreted as genital bleeding) and pain. She made several exams including MRI, cat scan that showed inserts were in place. After nine years, she had a hysterectomy and a cervical cancer removed. She had infections (interpreted as pelvic infections) after surgery. The unspecified pain is serious due to a possible required intervention. The genital bleeding, cervical cancer and pelvic infections are serious due to their medical importance. All events but cervical cancer are listed in the reference safety information for essure. In this particular case, all these events occurred during essure use. Although the temporal relationship is compatible, considering the nature of these events and localized action of essure, the pain and genital bleeding are assessed as related. However, the cervical cancer and the pelvic infection from hysterectomy performed probably due to the cervical cancer are assessed as unlikely related to essure. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.